Event description:
In 2006, patient had line inserted. After insertion, the line was leaking from the exit site. Infusion of amphoteracin (which is very yellow), it was very evident that this treatment was coming out from the exit site/hole in catheter. Line removed after 1 week as it continued to leak. New line placed exactly the same thing happened.

Manufacturer narrative:
A complaint history review showed two other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.